Event description:
The customer received questionable sodium results for one patient sample. The initial result was 124 mmol/l and was reported outside the laboratory. The physician questioned the sodium result and the sample was repeated on the same analyzer. The repeat sodium result was 138 mmol/l. The sodium electrode lot number was e54. The customer did not know if the patient was affected due to the erroneous sodium result, no adverse events were reported. The field service representative did not determine the cause of the erroneous result. He cleaned ise related parts and checked and adjusted the sipper. He ran a precision to verify analyzer operation. The customer ran calibration and quality control which were acceptable.